Manufacturer narrative:
(B) (4).

Event description:
Procedure: low anterior resection. According to the reporter: the wingnut could not be closed and firing could not be done. The doctor stated that the shaft might be deformed. Additional resection of tissue (7cm) was done to remove the device. The staff used another device. There was no additional bleeding and there was no tissue damage. Nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No patient info available.